Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported the asymptomatic patient presented for an explant procedure. The implantable cardioverter was explanted due to recall. The patient was stable.